Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 11/aug/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with an unspecified access infection. Additionally, the patient reported she had recently been constipated and has been adding heparin to her dialysate due to the presence of fibrin, and now the infection was creating additional fibrin causing drain complications. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s = 1775 mm3, polymorphs = 55%) were collected, and the patient was diagnosed with peritonitis (access was not infected). While at the clinic the patient reported her pd catheter (not a fresenius product) became disconnected from the stay safe/luer lock catheter extension set (length not provided) several days prior. The patient reported she had reconnected them and continued with her ccpd treatment. The pdrn cited this event as the cause of the serious adverse events. The pdrn changed the stay safe/luer lock catheter extension set, and the patient was treated with (ip) vancomycin 2000 mg every 3 days, and gentamycin 60 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient is recovering (fibrin improving) from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. Per the pdrn, cause of the disconnection is unknown, however the serious adverse events were not caused by any fresenius product(s) and/or device(s) defect or malfunction. The pdrn did indicate the patient¿s reported constipation is a chronic condition and was not involved in the development of the peritonitis event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a stay safe/luer lock extension set and the serious adverse event of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy and the replacement of the stay safe catheter extension set. The pdrn attributed causality to the stay safe catheter extension set being disconnected from the patient¿s pd catheter (not a fresenius product), however the cause of the separation is unknown. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract and is known to cause intraabdominal infections. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the stay safe/luer lock extension set cannot be disassociated from the serious adverse events. Given the temporal relationship, the unknown cause of the disconnection, and no manufacturer evaluation of the suspect product (discarded), this clinical investigation cannot exclude the stay safe/luer lock extension set from having a possible causal or contributory role in the serious adverse events.

Event description:
On 11/aug/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with an unspecified access infection. Additionally, the patient reported she had recently been constipated and has been adding heparin to her dialysate due to the presence of fibrin, and now the infection was creating additional fibrin causing drain complications. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s = 1775 mm3, polymorphs = 55%) were collected, and the patient was diagnosed with peritonitis (access was not infected). While at the clinic the patient reported her pd catheter (not a fresenius product) became disconnected from the stay safe/luer lock catheter extension set (length not provided) several days prior. The patient reported she had reconnected them and continued with her ccpd treatment. The pdrn cited this event as the cause of the serious adverse events. The pdrn changed the stay safe/luer lock catheter extension set, and the patient was treated with (ip) vancomycin 2000 mg every 3 days, and gentamycin 60 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient is recovering (fibrin improving) from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issues. Per the pdrn, cause of the disconnection is unknown, however the serious adverse events were not caused by any fresenius product(s) and/or device(s) defect or malfunction. The pdrn did indicate the patient¿s reported constipation is a chronic condition and was not involved in the development of the peritonitis event.